Event description:
Consultant reported that during an acdf procedure, the tip of a 14m distractor pin broke off in the vertebral body and surgeon elected not to attempt retrieval.

Manufacturer narrative:
No eval could be made, no conclusion could be drawn as no device has been returned.